Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently had a high blood glucose level. Blood glucose level at the time of the incident was 498 mg/dl, which was treated with manual injection. Customer also reported bent cannulas and trouble with insertion sites. The insulin pump was not replaced or returned for analysis.